Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, after the leads were disconnected in order to be repositioned, it was impossible to screw back the ventricular lead. The subject pacemaker was not implanted and was replaced.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, after the leads were disconnected in order to be repositioned, it was impossible to screw back the ventricular lead. The subject pacemaker was not implanted and was replaced.

Manufacturer narrative:
Please refer to the attached analysis report.